Event description:
Information was received based on review of a journal article titled, "hip arthroplasty after failed nailing of proximal femoral fractures" which aimed to evaluate chirurgical complications of hip arthroplasty after failed nailing of proximal femoral fractures; and to compare the complication profile of semi endoprosthesis (sep) to that of total endoprosthesis (tep), using a constrained biomet cup and biomet head-neck stem. This study consisted of 50 patients and 51 hips of which 29 patients and 30 hips belonged in the tep group, mean age of 70 years old and 21 patients and hips were in sep group, mean age of 76 years old. There was one head-neck stem that was deemed to be undersized. With regards to survivorship, there were 6 dislocations, 2 infections, 1 cup loosening, and 1 periprosthetic fracture. Complications with the sep group were: - one patient who dislocated and was revised with a cemented constrained cup. - one patient who dislocated and a major trochanter fracture was found. A cemented cup was implanted and cables were used to fix the fracture. - one patient who had multiple dislocations and closed repositions until the hip became infected. Infection was treated with the removal of the implant. A girdlestone hip was implanted. - one patient had multiple dislocations and closed reduction, but they were never revised. - one patient had chronic dislocations but it was decided not to revise due to medical reasons. Patient was confined to a wheelchair. - one patient had a periprosthetic fracture, which was treated by osteosynthesis. A cup with a constrained liner was inserted as well. - one patient had an infection that was treated with permanent removal of the implants. Complications with the tep group were: - one patient was revised due to dislocations. The liner was revised and a longer neck was implanted. Patient had further dislocations and had another revision. The cup and liner were revised. A constrained liner was implanted. - one patient had an open reduction of their hip due to dislocation. Patient then had a revision due to unknown reasons. During this revision, it was found that the cementless cup was not osteo integrated and was loose. The cup was revised with a trabecular revision cup. - one patient had multiple dislocations and closed reductions until the cementless stem rotated due to lack of osteointegration. It was found to be loose. The patient underwent a revision and the stem was replaced with a thicker cementless stem. - one patient was revised due to an unstable, loose cementless cup. The patient was revised again due to dislocations. The constrained liner was implanted. - one patient was revised due to infection. They had a two stage revision. This patient had a previous infection during the nailing procedure. All of these events are being reported on this complaint as the article does not specify which patients were implanted with biomet products. For the tep group, there were three patients who were revised twice and one patient who was revised three times. Listed above, there are four patients who had two revisions. In the article, it does not mention a third revision for any of the patients, but it does mention that the surgeon who had the two stage revision due to infection did not have a third revision. Failed arthroplasty is common after failed nailing of proximal femoral fractures. The two groups did not differ from each other significantly with regard to reoperation rate.

Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patients mentioned in the journal article. Initial reporter - the article was written by k.t. Makela in eur orthop traumatol (2012) 3:231-237 doi: 10.1007/x12570-012-0133-7. It is likely that these complications and revisions have already been reported; however, it cannot be determined based on the limited information made available in the article. Should additional information relating to the events be received, the updated information will be forwarded to the FDA.

Manufacturer narrative:
(B)(4). This report is being submitted late as it has been identified in remediation. This follow-up report is being submitted to relay additional information. The following sections were updated: added product problem, added additional information, added patient and device codes, added health professional, added additional manufacturer narrative. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) and complaint history review was unable to be performed as the part and lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This report was submitted to address one (1) patient with a periprosthetic fracture, which was treated by osteosynthesis (internal fixation of a fracture) and implanting a cup with a constrained liner during the same procedure.